Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that over the past year, their blood glucose levels have been running low. The patient stated that they reached out to their healthcare professional (hcp) and has had basal rates adjusted. The patient confirmed that their last office appointment was a few days ago and again doctor reviewed settings in the pump and informed the patient to contact animas for a replacement pump because they wanted to rule out the pump. At the time of customer support (cs) contact patient reports blood glucose levels have been running 59mg/dl -65mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient confirmed they were disconnected and confirmed that time setting was incorrect. Found that time was set 20 minutes behind and instructed patient to adjust. Current hourly basal rate was 0.900. A time of call patient said that they would call back because this was taking too long and right now and they did not have the time. Cs was unable to review the pump settings for accuracy. This report is being made due to the unusual product issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2014 with the following findings: evaluation revealed that the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. A review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose adds up correctly and reflects the user programmed basal rate. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.